Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right ventricular (rv) had chest pain, so they were examined with x-ray imaging and it was found that this lead caused a perforation. Additionally, this lead presented loss of capture and undersensing. The lead was explanted and could not be repositioned due to the patients anatomy. A previously implanted right atrial (ra) lead was repositioned into the right ventricle to be used as an rv lead. No additional adverse patient effects were reported. The device has been returned and analyzed.

Event description:
It was reported that the patient with this right ventricular (rv) had chest pain, so they were examined with x-ray imaging and it was found that this lead caused a perforation. Additionally, this lead presented loss of capture and undersensing. The lead was explanted and could not be repositioned due to the patients anatomy. A previously implanted right atrial (ra) lead was repositioned into the right ventricle to be used as an rv lead. No additional adverse patient effects were reported.